Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-08624. It was reported that the patient experienced a loss of stimulation after a fall. As a result, the patient underwent surgical intervention wherein the drg system was explanted.

Event description:
Related manufacturer reference number 1627487-2019-08624.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.